Event description:
During a total hip arthroplasty, the surgeon reported that the acetabular reamer was dull and chose to use a larger size reamer, thus requiring a larger size acetabular implant. The surgery was completed without further incident.